Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the ipg is suspected inoperable due to the patient's failure to recharge their system for approximately 5 years. Surgical intervention is pending to address the issue.

Event description:
Additional information revealed that patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.